Event description:
It was reported that an ilet device with a cracked and nonresponsive touch screen prevented the user from unlocking the device or announcing meals, and the device was no longer watertight, consistent with a broken display component and associated enclosure breach. Symptoms included no injury. Outcomes included interruption of therapy and the need to replace the device. Investigation included a review of the user report and troubleshooting and education. Investigation of this case revealed damage to the touch screen and loss of watertight integrity consistent with physical damage. It was concluded that the device sustained physical damage resulting in a nonfunctional touch interface and loss of sealing, necessitating replacement and transition to backup therapy.